Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient line. This occurred during drain two of four of peritoneal dialysis therapy. Baxter advised the patient to call the nurse to inform of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.